Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the blade protector was ent on the sternal saw. Per the user facility's biomedical engineer (biomed) a, the saw was accidentally dropped during cleaning. The biomed made attempts with a pair of pliers to straighten the tip, was not successful. No pt involvement at the time of damage.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.